Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as red patches of irritated skin underneath adhesive with small area above right hydrogel which has already scabbed over .there was no alleged device malfunction contributing to the open wound. The patient's physician recommended removal of the patch due to the skin irritation. Outcome of the skin irritation is unknown.